Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that there was no harm to the patient. The patient was obese and had progressive cancer. No post-operative complications were reported. The original equipment manufacturer (OEM) also reviewed the integrated electrosurgical unit (iesu) generator and confirmed that the change from laparoscopic to open procedure was due to the defective iesu. The iesu went into safe state after error messages and monopolar activation was no longer possible.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported error upon testing the iesu on an in-house system in normal mode. Errors m-0b-316 occurred after being on for over 5 minutes.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, error m-0b occurred on the integrated electrosurgical unit (iesu). The customer received phone assistance from the technical support engineer (tse). The customer stated that the cable was not connected to the iesu. The tse had the customer power cycle the iesu and then power cycle the vision side cart (vsc), but the issue was not resolved. In addition, after power cycling the vsc, error 25917 occurred. The tse had the customer remove an obstruction of the pedals, which resolved error 25917 on the vsc. However, error m-0b still occurred on vio dv iesu. The tse advised the customer to use an external esu. After, the customer called back and reported that bipolar effect settings on the iesu could not be adjusted from zero, and the buttons on the iesu were not responsive. The customer power cycled vio dv the second time, but the issue persisted. The surgeon elected to convert the procedure to open surgery. There was no report of patient injury due to the conversion.